Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Complete information for patient sid (B)(6). Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I result for a female patient. The following data was provided (diagnostic cutoff = 15.6 pg/ml): sid (B)(6) initial result = <5.1 pg/ml (negative), repeat (after replacement of the level sensors) = 1635 (positive), additionally the customer also observed quality controls were out of range low for multiple assay. After inspection of the instrument, it was noted that the level sensors were cracked for the trigger and pre-trigger solution, which were replaced, repeat quality controls, which all came within range. No impact to patient management was reported.